Event description:
On 18-oct-2019: follow up information was submitted because complaint investigation results of the returned used device (1 tubing, 1 set), showed that the tubing was damaged (it was completely cut, only one section of the tubing was returned). Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he experienced high blood glucose level as the quick release was not secured/locked in place due to which the tubing detached. The patient stated that there was no event that would have caused this issue to occur. The site location was abdomen and the pump was in the belt loop. Infusion set was inserted a day before this report. The infusion sets were stored in a room in the house, but not exposed to any extreme temperatures. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he experienced high blood glucose level as the quick release was not secured/locked in place due to which the tubing detached. The patient stated that there was no event that would have caused this issue to occur. The site location was abdomen and the pump was in the belt loop. Infusion set was inserted a day before this report. No further information available.